Event description:
It was reported via repair work order that the head left siderail was stuck in the down position due to a damaged timing link. Furthermore, it was found that fluid intrusion existed causing corrosion and rust. It was also reported that the power cord was missing ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.